Event description:
New information received notes the patient's implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2018 and the patient was in stable condition before, during and after the procedure.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient¿s implantable cardioverter defibrillator relayed a battery performance alert although there was no indication the device¿s battery had reached its elective replacement interval or its end of life. The physician was advised to consider scheduling the patient for device replacement due to potential early battery depletion. A replacement procedure has been scheduled for the near future. No further information was available.

Manufacturer narrative:
The reported field event of a battery performance alert (bpa) was confirmed via review of device image. The alert was due to a transient drop in the battery voltage that is consistent with battery depletion associated with lithium clusters. However, since the monthly battery voltage trend and the overall expected longevity of the device was normal, premature battery depletion could not be confirmed.